Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and found connector was slightly unlocked. The device was programmed with multiple bolus wizard deliveries and all registered properly in the bolus history noted. No suspend anomaly noted. Device passed the displacement, rewind, basic occlusion, occlusion, prime test and no delivery test. Device was received with cracked reservoir tube lip,scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 117 mg/dl. Troubleshooting was performed. The device was returned for analysis.